Event description:
Customer reported that whilst performing a routine primary total knee replacement, the epidrill broke inside the patients femur, unfortunately this was not observed at the time and the procedure continued without further events, the broken drill was only noticed by the team lead at the end of the case when clearing away the instruments. Therefore the fragment is now implanted behind the triathlon femoral component. The surgeon has informed the patient of the incident at the end of the surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis was performed and indicated "fracture observed consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepanices were observed on the surfaces examined." -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the product history records indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event for a broken drill bit was confirmed. Review of the returned device by material analysis engineer indicated "fracture observed consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepanices were observed on the surfaces examined." If additional information is received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that whilst performing a routine primary total knee replacement, the epidrill broke inside the patient's femur, unfortunately this was not observed at the time and the procedure continued without further events, the broken drill was only noticed by the team lead at the end of the case when clearing away the instruments. Therefore the fragment is now implanted behind the triathlon femoral component. The surgeon has informed the patient of the incident at the end of the surgery.